Event description:
The instrument was used during a laparoscopic nissen fundoplication. It was reported the trocar seal for the camera port was leaking. The trocar was replaced to complete the case. Rep reported the outer seal has two circles cut into it. This occurred 1 hr into case. There was no consequence to the pt.